Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Health professional should have been yes rather than blank.

Event description:
During the procedure on (B)(6) 2017, the lead was explanted and replaced since the helix was unable to be redeployed. Physician commented that there appeared to be tissue lodged in the helix.

Event description:
It was reported that the patient presented remotely via merlin@home transmission. Upon review, the right ventricular lead exhibited sensing anomaly and variable impedance. The physician commented on seeing inappropriate pacing spikes and the patient felt the pacing spikes, upon interrogation, the lead exhibited loss of capture. The device was turned off for pacing and tachycardia therapies at that time. On (B)(6) 2017, the patient was brought in for a lead revision procedure. During the procedure, the lead was explanted and replaced. The patient had recovered uneventfully and had been discharged from hospital.